Event description:
It was reported that the patient had an excisional biopsy of the lower extremity in 2001. Nine days later, the pt returned to the office for a follow up visit. At that time the patient complained of an increase in pain, and the wound presented with marked erythema and a small amount of purulent drainage. In subsequent office visits the pt required debridement with dressing changes.